Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graphics on the pump touch screen were visible in black and white and not displaying color. Customer's blood glucose level was 71 mg/dl. Customer alleged pressing on the wake button resolved the issue and customer continued to use the pump for insulin therapy.